Event description:
It was reported that the physician was not obtaining adequate sensing and threshold measurements when trying to place the right ventricular lead. And in the last couple of positions there was no capture at five volts. The physician suspected lead failure and removed the lead and replaced it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.